Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 472mg/dl with dizziness, nausea and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: during investigation, the lasta basal delivery was on (B)(6) 2017. The last bolus delivery was 2.10u normal bolus on (B)(6) -2017. The black box showed a replace battery alarm. Pump history shows the pump was not in use between (B)(6) 2016 and (B)(6) 2017 and between (B)(6) 2016. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test with no delivery defects found. The pump was found to be delivering within the required range and delivery accurately. There were no delivery interruptions during investigation. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).